Event description:
Customer reported the system will not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller and gib boards, and replaced the 5v power supply. System operates as intended.